Event description:
It was reported that the insulin pump had a crack across the left-hand side of the screen after it had been dropped on the kitchen tile. The blood glucose reading was 107 mg/dl. The customer was unsure whether the device was working as designed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.